Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there were particles in an unspecified number of singleday infusors. The reporter stated that plastic particles were ¿getting into the liquid¿. There was no patient involvement. No additional information is available.